Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported symptom. The device has fully depressed backflex battery contact pins. Review of the event history log shows improper shutdown messages. The rear case was replaced to correct this condition.

Event description:
It was reported a spectrum pump "stop clears on it's own". It was also reported there was no pt involvement.